Manufacturer narrative:
Concomitant product(s): product ID: 377760, lot# v010769, implanted: (B)(6) 2006, product type: lead. (B)(4). It was unclear which of the patient's two leads was the right lead that was allegedly not working. For information regarding the other implanted lead please reference manufacturer report # 6000153-2015-00605.

Event description:
The consumer and a manufacturer representative reported that when a manufacturer representative tried to sync with their device they were not able to do the right lead because the lead was too corroded. The patient only had use of their left lead. They did not want to remove the right lead due to the patient's overall health. The patient had other issues and could not be sedated safely for removal as they only wanted to use local sedation. The right lead was not replaced and they fixed the patient up with the left lead. The cause of the lead not working was unknown. There were no patient symptoms reported. The patient was indicated for non-malignant pain and lumbar radiculopathy.